Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 98 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However, the esc button did not respond due to corroded keypad trace. No audio beep anomaly during testing noted. The device had minor scratched display window and cracked reservoir tube lip.